Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for flashing white or blank display. The customer¿s blood glucose was unknown. The customer states that he had battery out of pump and placed back in. There goes the alarm again and screen is just blank and flashing on and off display. Customer reported that pump fell off the clip and hit floor is when it started. Customer could not troubleshoot for the insulin flow blocked as pump screen is flashing on and off. The customer was advised to discontinue use of the insulin pump .the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display and insulin flow blocked alarms due to display anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.